Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment and missing battery tube spring noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the insulin pump was having power issues. No further details were given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.